Event description:
The patient presented with signs of withdrawal including nausea and flu-like symtoms. The patient has been taking their mother's vicodin to help with the pain and withdrawal and reported they were "not feeling too bad." The hcp reported the patient is doing fine now.